Event description:
It was reported that the patient experienced a high blood glucose of 245 mg/dl while using the ilet, with the cause unclear, and troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no impact beyond transient hyperglycemia and no hospitalization. Investigation included case review and user troubleshooting guidance. Investigation of this case revealed no device malfunction or component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.